Event description:
A high reading issue was reported with the adc device. The customer experienced symptoms described as pallor and "purple eye." The customer was treated with fruit juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. Sensor readings of 220 mg/dl, 220 mg/dl, and 320 mg/dl were obtained against built-in meter results of 34 mg/dl,110 mg/dl, and 216 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer experienced symptoms described as pallor and "purple eye." The customer was treated with fruit juice by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. Sensor readings of 220 mg/dl, 220 mg/dl, and 320 mg/dl were obtained against built-in meter results of 34 mg/dl,110 mg/dl, and 216 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.